Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a tactile changes issue. The keypad buttons are sticking. The screen has gradually dimmed and is difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/27/2015 with the following findings:the complaint of the keypad buttons sticking could not be confirmed or duplicated on investigation. All keypad buttons responded normally to button presses. The keypad cover was intact with no evidence of physical damage. The keypad cover was removed and there were no defects found to the button contacts. Unrelated to the keypad complaint, investigation revealed that the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.